Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported pain and rupture confirmed via MRI. Healthcare professional later reported "hole, non-specific" and "silicone leaking from implant." This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported pain and rupture confirmed via MRI. Healthcare professional later reported "hole, non-specific" and "silicone leaking from implant." This record is for right side. The device was explanted and replaced.

Event description:
Healthcare professional reported pain and rupture confirmed via MRI. Healthcare professional later reported "hole, non-specific" and "silicone leaking from implant." This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.